Event description:
The customer provided patient data involving twenty patients generated from (B)(6) 2012. Beckman coulter inc. Assessment of this data indicated that eighteen patients' test results generated instrument related flags or incomplete computations (non numerical results) for the differential parameters. Two patients' testing results possessed no instrument generated flagging. This report represents the suspect results without instrument flagging generated on (B)(6) 2012 for a single patient. None of the involved patient results could be confirmed as erroneous, as no confirmatory/correct repeat manual differential results were provided by the customer.

Event description:
A customer reported excessive flagging of differential results generated from a coulter hmx hematology analyzer for multiple patients. Additionally the coulter hmx hematology analyzer was the source of a burning type odor. There was no report of smoke, flames, arcing or shock. The fire department was not notified and the laboratory was not evacuated. No personnel sought any medical attention in association with this event. No death, injury or modification to patient treatment was associated with this event burning odor. The source of the burning smell was identified as a leak which had shorted out an instrument fan. There was no electrical danger to the healthcare workers. This shorted out fan impacted patient results. None of the involved patient results were reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment. The leak was contained inside the instrument, and customer was not aware of the leak. There was no exposure to open wounds or mucous membranes, or exposure to the healthcare workers. The customer provided patient data involving twenty patients generated from (B)(6) 2012. Beckman coulter inc. Assessment of this data indicated that eighteen patients' test results generated instrument related flags or incomplete computations (non numerical results) for the differential parameters. Two patients' testing results possessed no instrument generated flagging. None of the involved patient results could be confirmed as erroneous, as no confirmatory/correct repeat manual differential results were provided by the customer. The collection tubes were ethylenediaminetetraacetic acid tubes. The specimens were sampled from vacutainer tubes and were tested within twenty four hours of collection. The unit is currently performing within quality control specifications with respect to controls and reproducibility. And controls performed during of the time frame of the event met established specifications.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found tubing from the sweep flow chamber disconnected, draining diluent down from chamber to peltier module and shorting out the fan. This resulted in both the burning smell and the affected patient results. The fse replaced the sweep flow chamber tubing and peltier fan assembly to repair instrument. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The failure mode for this event was disconnected tubing from sweep flow chamber and the peltier fan not working.

Manufacturer narrative:
(B)(6). Revised to reflect that this report was associated with only the (B)(6) 2012 suspect patient results without instrument generated flags recovered for one patient (patient (B)(6)). Associated mdrs: 1061932-2012-02349, 1061932-2012-02368.